Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to does not recognize a closed door, which was reproduced with a door not fully latched message. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no patient injury.